Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. The reporter alleged receiving, 'strip error, retest with a new strip'. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (02/15/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error unknown message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1 (01/13/2014)-device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The meter was also returned on (B)(4) 2014 however, evaluation of the product has not yet completed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.